Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small and blood was leaking from near the irrigation port. Blood was leaking from near the irrigation port. And, at the time of flush, air was drawn into the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small. Timing was immediately after the catheter was inserted into the patient's body. The catheter was replaced with a new one and the procedure was continued. After that, the procedure was successfully completed. There was no patient consequence reported. Additional information was received on 21-aug-2024. The sheath was being used on the patient. The issue was blood return. It was a few drops of blood, but the exact amount was unknown. No air entered the patient¿s body. Additional information was received on 01-sep-2024. Upon flushing the flush port, a slight water leak was visualized on the sheath near catheter inserting site. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. No needle product was used with the carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small .

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small and blood was leaking from near the irrigation port. The device evaluation was completed on 02-oct-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following johnson & johnson medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies in the device. An irrigation test was performed and water leakage was observed in the union of the hub and side port tube. Further investigation revealed that the side port tube was partially detached from the hub due to an insufficient adhesive application. A device history record was performed for the finished device batch number, and no internal actions were identified. The side port tube condition could be related to the side port leakage issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of this condition was related to the manufacturing process. This product issue will be addressed through the johnson & johnson medtech quality system. An internal corrective action has been opened to investigate this failure mode. Explanation of codes: -investigation findings: fracture problem (c070603) / investigation conclusions: cause traced to manufacturing (d03) / component code: luer valve (g0413502) were selected as related to the customer¿s reported ¿blood was leaking from near the irrigation port¿ issue. In addition, biosense webster inc. Analysis finding of the ¿side port tube was partially detached¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: luer valve (g0413502) were selected as related to the customer¿s reported ¿blood was leaking from near the irrigation port¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).